Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The failure for heat and nose tip separating was confirmed by the technician through disassembly and visual inspection by the technician. The technician disassembled the device and confirmed the components including the bearings were affected by broken down lube. The nose tip was confirmed as separating from the housing. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was then reported that during testing at the manufacturer facility, the nose tip was separating from the nose housing of the micro drill long straight attachment. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was then reported that during testing at the manufacturer facility, the nose tip was separating from the nose housing of the micro drill long straight attachment. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.